Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis event. Blood glucose level was over 700 mg /dl at the time of the event. Patient first went to emergency room and later was hospitalized. The duration of hospitalization was less than 24 hours. Patient was treated with insulin via intravenous (IV) drip. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.